Event description:
I had lasik surgery on both eyes either in 2006 or 2007. Within the last couple of years, I have developed pain in my left eye. It started out to be occasional but now it is nearly everyday. My eye and eye socket just constantly ache and are very sensitive to light. I've had to start closing the curtains in my house on sunny days and I bought an ice mask for eyes that I use for some relief. I have bought numerous eye drops and eye wipes. I have made several eye dr appts aside from my yearly checkups to tell the dr about my symptoms and it's not getting better. I've asked the dr for something for the pain only to be told to go buy some eye drops. I am constantly ignored or blown off. I did not realize that this could be related to lasik until I saw an episode of (B)(6) earlier this week. I am convinced that my dr knows darn well what the problem could be but I know he is not going to admit it. I am very disappointed and saddened that I'll probably suffer with this for the rest of my life. I also was not told about the flap never healing. The pain is enough to cause a headache at times. I am nowhere near the point of considering suicide but I feel for those that do. I can't imagine their level of pain.